Event description:
It was reported that the patient underwent a gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2013 and boston scientific lynx was implanted.

Manufacturer narrative:
Date sent to the FDA: 01/29/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to pop, intrinsic sphincter deficiency, mixed urinary incontinence and apical enterocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent revision due to recurrence on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced vulvar vestibulitis.